Event description:
The lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a breach on the outer insulation due to environmental stress cracking. Blood ingression was also observed on the outer insulation. Concomitant product: s208dr ipg implanted: (B)(6) 2011. (B)(4).